Manufacturer narrative:
D9 - date returned to mfg: 2 may 2025. Investigation summary: received one (1) used b6008 0.2 micron pediatric filter and one (1) used list #unknown bifuse extension set w/ microclaves for inspection. The male luer of the b6008 was broken inside of the microclave. Examination of the break showed a spiral fracture. Crazing and a crack was found around the threads of the microclave. The reported complaint of leakage can be confirmed due to the break. The probable cause of the break is due to environmental stress cracking during use. The lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
A complaint was received regarding a 0.2 micron pediatric filter, rotating luer that experienced leakage during patient use. The reporter stated that patient running atg when 0.2-micron filter between bi-fuse and straight line began leaking. Estimated 5 mls lost based on when parents noticed the leak and the wet spot on patient's clothing. The event date was on (B)(6) 2025 at 14:30 during 8b (bone marrow transplant). There was patient involvement and unknown adverse event.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.